Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 67 years old at the time of study enrollment.

Event description:
(B)(4) trial. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6)2023 as a part of the elegance clinical trial. A target lesion was in the right proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 10 mm and 70% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 40 mm ranger drug-coated balloon study device. Following post treatment was performed by placement of 6 mm x 40 mm non-boston scientific stent. The final residual stenosis was noted to be 0%. Another target lesion was in the right distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 0% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 5 mm x 60 mm sterling pta balloon followed by the placement of two 6 mm x 60 mm eluvia drug eluting stents. The final residual stenosis was noted to be 0%. On (B)(6)2023, on the same day of index procedure, during the treatment of target lesion in the right distal superficial femoral artery, dissection of grade e was noted in the target lesion due to the 6 mm x 150 mm ranger drug-coated balloon study device. As a response to the event, a bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6)2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6)2023, post-percutaneous transluminal angioplasty, the dissection of grade e was noted in the right mid and distal superficial femoral artery. On the same day, the event was resolved.

Manufacturer narrative:
A2: age at time of event: 67 years old at the time of study enrollment.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2023 as a part of the clinical trial. A target lesion was in the right proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 10 mm and 70% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 40 mm ranger drug-coated balloon study device. Following post treatment was performed by placement of 6 mm x 40 mm non-boston scientific stent. The final residual stenosis was noted to be 0%. Another target lesion was in the right distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 0% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 5 mm x 60 mm sterling pta balloon followed by the placement of two 6 mm x 60 mm eluvia drug eluting stents. The final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion in the right distal superficial femoral artery, dissection of grade e was noted in the target lesion due to the 6 mm x 150 mm ranger drug-coated balloon study device. As a response to the event, a bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that on (B)(6) 2023, post-percutaneous transluminal angioplasty, the dissection of grade e was noted in the right mid and distal superficial femoral artery. On the same day, the event was resolved. It was further reported that the total length treated on the right proximal sfa was 10mm. Following post treatment of target lesion right distal sfa, was performed by the placement of two 6 mm x 60 mm eluvia drug eluting stents, followed by post-dilation by using 5 mm x 60 mm sterling pta balloon, and the final residual stenosis was noted to be 0%. Another dissection during the same procedure of grade e was also noted due to 5 mm x 60 mm sterling pta balloon and in response 6 mm x 40 mm non-boston scientific bare metal stent was placed.

Manufacturer narrative:
A1: patient identifier: (B)(6). A2: age at time of event: 67 years old at the time of study enrollment.

Event description:
Elegance clinical trial. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2023 as a part of the elegance clinical trial. A target lesion was in the right proximal superficial femoral artery (sfa) with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 10 mm and 70% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 40 mm ranger drug-coated balloon study device. Following post treatment was performed by placement of 6 mm x 40 mm non-boston scientific stent. The final residual stenosis was noted to be 0%. Another target lesion was in the right distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 50 mm and 0% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 5 mm x 60 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 150 mm ranger drug-coated balloon study device. Following post treatment, dilation was performed by using 5 mm x 60 mm sterling pta balloon followed by the placement of two 6 mm x 60 mm eluvia drug eluting stents. The final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of target lesion in the right distal superficial femoral artery, dissection of grade e was noted in the target lesion due to the 6 mm x 150 mm ranger drug-coated balloon study device. As a response to the event, a bailout stent was placed. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy.